Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the robotic laparoscopic proctectomy, the resident pulled the suture too quickly out of the trocar causing the needle to break off from the strand. The needle fell into the patient cavity, and there was difficulty locating due to its small size. An x-ray was performed to help locate the lost needle, and the surgical team, including the surgeon and registered nurses, searched the trocars, floor, and patient cavity. The needle was successfully retrieved, and the suturing was completed without the need for an additional suture. The procedure was extended by roughly 20 minutes as a result.